Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 594 mg/dl and a high ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (u-200 humalog) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.